Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that there was significant resistance when advancing the pipeline flex with shield device in the proximal end of the phenom microcatheter. The pipeline became stuck in the middle of the catheter shaft during delivery. The microcatheter was not retracted to eliminate slack. It was noted the devices were prepared as indicated in the IFU. The catheter was flushed with heparinized saline. The system was removed together. There was no damage observed to the pipeline pushwire. The pipeline was replaced for the procedure. There was no noted patient involvement. The patient was being treated for an internal carotid artery aneurysm of the c2-c3 segment. The aneurysm max diameter was 10mm or more and the neck diameter was 7mm. Additional information received reported that the distal end did not spread during the initial expansion period; when it was collected, the tip was frayed, so use was discontinued. Gc and dac were in the patient's body. There was patient involvement. There were no symptoms or complications associated with this event. Vessel tortuosity was normal. There was no damage to the catheter observed.